Event description:
Note:the date of event is unknown. It was reported to boston scientific corporation on december 02, 2008 that a radial jaw 2 single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during procedure prepping, the radial jaw forceps appeared to be stuck in the open position and would not close. The physician successfully completed the procedure with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the procedure's conclusion was reported to be "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.